Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit with multiple components for analysis. The guide wire will be analyzed as part of this investigation. Signs-of-use in the form of biological material was observed on the proximal skive hole on the catheter body. Visual analysis revealed that the guide wire was unraveled from distal end. Several bends were also observed near the proximal end. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. The point of separation on the core wire was slightly tapered and discolored indicating that undue force caused or contributed to this event. The outer diameter of the guide wire measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The core wire length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. A lab inventory guide wire was passed through the returned ars/introducer needle subassembly and the catheter body. Little to no resistance was observed for either component. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. The distal weld was separated from the core wire; however, the weld was still attached to the coils. Microscopic examination revealed that the point of separation on the core wire appeared slightly tapered and discolored indicating that undue force caused or contributed to this event. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the inner swg (spring wire guide) core separated during use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the inner swg (spring wire guide) core separated during use on a patient.